Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6)product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6)). Revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. Ad456980 was opened to address similar issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that for the past month the patient's recharger would not charge. The patient said the battery lights on the recharger kept flashing green. During the call, the patient confirmed the green light was on the dock. The issue was not resolved.